Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lv lead was explanted and replaced. The physician also noted that the patient had twiddler's syndrome. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had no capture. An x-ray showed that the lead had dislodged and pulled all the way back into the pocket. A lead revision is scheduled and the lead remains in use. No patient complications have been reported as a result of this event.